Event description:
Following a diagnostic catheterization procedure in 2004, an attempt was made to deploy a vasoseal elite. During the deployment procedure, the j segment broke off. An ultrasound of the groin area showed the j segment in the right profunda. It was decided that the nitinol j segment would be left to endothellalize. The pt was stable and discharged that evening. No further complications were reported.